Manufacturer narrative:
E.1. The customer's address is unknown. (B)(6) has been used as a default. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text: see h.10.

Event description:
It was reported that 2 of the bd ultra-fine¿ insulin syringe's caps would not detach. The following was received by the initial reporter: she was trying to take orange cap on orange needle off and it would not come off and she tried to turn it and nothing and she tried harder, and she pulled and instead the collard piece that needle goes into came out. She is not a strong person so she was confused why this would come off when trying to get the cap off. This happened 2 times. No injuries.